Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal arteriotomy locator could not be secured to the device. There was no blood loss. There was no patient injury and/or required medical or surgical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5. Based on the additional information received this report has now been deemed not reportable.

Event description:
Additional information was received on 04dec2023: the procedure being performed for the patient, prior to the use of the closure device was a coronary angiographic. 6fr. Procedure sheath was used. The difficulties were with the sheath. A pre-deployment angiogram was performed. The locator did not clip with the sheath. The patient was stable. Additional information was received on 06dec2023: hemostasis was achieved by a second angio-seal device.